Manufacturer narrative:
Resmed has requested the device be returned so an engineering investigation could be performed. Since the device has not yet been returned, resmed is unable to confirm the complaint or determine the cause of the malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device would not power on. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was received by the resmed technical service center an evaluation was performed. The evaluation determined that the device fault could not be reproduced during in-house testing. Review of the device logs showed occurences of system faults in the device. Based on the evaluation and previous investigations of similar complaints, it was determined that the alarm was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient harm or injury reported as a result of this incident. (B)(4).